Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received no delivery alarms and experienced bent cannulas. Customer reported to have changed infusion sets 6 times and had these issues with each, but some infusion sets were fine. Customer's blood glucose was unknown.